Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels and hospitalization of the customer. In hospital, the pump was disconnected from patient, and she was diagnosed with diabetic ketoacidosis having ketone bodies. She was treated with insulin administration.the patient was not able to explain what exactly had happened. From the information provided by the patient the doctor concluded that the pump had not been used correctly. Nevertheless, since the doctor did not know how the patient got the high blood glucose values, he assumed the pump was not delivering the insulin correctly.on (B)(6) 2023 the patient was still in the hospital, having blood glucose values of 17 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - d4 catalog no and unique identifier were updated based on the returned product.